Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the damage to the front panel was due to external forces applied to the device. Additionally, since the device was manufactured for six and a half years, it was assumed that the scope socket was damaged by repeated use for a long period of time. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered a broken scope socket inside the unit. Additionally, there were cosmetic wear and tear on the device. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility returned an asset video system center to the service center. During a standard inspection of a customer returned asset, the scope socket was found to be broken inside the unit. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus.